Event description:
The event is reported as: the customer alleges that they ordered green ruschlite and was shipped rusch equiplite. The therapist tried to intubate a patient and the blade would not work with their handles. It is unk if the facility was shipped a bag of equiplite blades instead of the green ruschlite blades, or there is the possibility that the miller 3 equiplites are mixed in the shipper bag of green ruschlite blades. No patient injury or consequence reported.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.